Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side pain, "heating-up", a lump causing an electric shock depending on their movements", and rupture. Device remains implanted.

Event description:
Patient reported left side pain, "heating-up", a lump causing an electric shock depending on their movements", and rupture. Physician reported rupture, diagnosed by mammogram and MRI, and capsular contracture (baker grade ii). Device has been explanted.

Manufacturer narrative:
Device evaluation: "the device related to the reported event of rupture, lump/nodule, inflammation/irritation, capsular contracture was received on (B)(6) 2021 with lot number 3096052. Visual analysis of the returned device identified: underweight, broken shell. A microscopic analysis was performed which identified: broken shell with sharp edge on posterior side assessed as unidentified (tear) opening (a dimension measurement in the shell was performed which identified the thickness within specification). Based on the device analysis the final assessment is: broken shell with sharp edge assessed as unidentified (tear) opening."

Event description:
Additionally, healthcare professional reported left side capsular contracture, baker grade ii.

Event description:
Device has been explanted.